Manufacturer narrative:
E1 - initial reporter phone : (B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 45169. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. Unable to confirm the complaint. Replicated the report error by turning on the device. The most likely cause of the report error is the main board. Replaced main board to resolve report error. This device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.